Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was unknown. The customer stated that an unexpected restart occurred on screen and customer says the insulin pump powered off and had to put new battery in the insulin pump turned on with unexpected restart. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal pump use. Customer has not experienced multiple unexpected restart alarms after battery change. The insulin pump will not be returned for analysis.